Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
The archive from the procedure was reviewed by medtronic. The archive was found that the archive was two months older than the event date and was not to protocol as regions of the anatomy were missing.

Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system pass a system checkout and was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the site had tried registering the patient several times and received a failed registration every time. The site confirmed that the patient tracker and registration probe were tracking, however a passing tracer registration could never be achieved. The surgery was completed without navigation and there was no impact on patient outcome.